Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot {0012606113}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-34}; product lot {0012342658}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading of a transcatheter valve, a misload was observed. Following the first deployment attempt, the valve was recaptured due to misplacement. Upon the second deployment attempt, an infold was observed and the valve was recaptured and withdrawn from the patient. It was noted that the target implant depth when the infold occurred was 3-5 millimeters (mm). Subsequently, a new valve was used to complete the procedure. It was reported that a 5 minute procedural delay occurred as a result of the infold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: a1., b5., b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the misloaded valve was identified via fluoroscopy. The identified issue was frame node overlap. Overlap was past the third node initially. Upon reload, inspection showed no infold prior to advancement into the patient's body. The misloaded valve was reloaded and then re-interrogated under fluoroscopy prior to being used for implant. Of note, the misload was not due to a new valve loader. Per the physician, there was nothing of note in terms of patient anatomy that contributed to the infold.